Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the patient went asystole after the first pulsed field lesion was delivered just outside the left superior pulmonary vein near the roof. The coronary sinus catheter was relocated into the ventricle and paced the ventricle for approximately 43 seconds, intermittently stopping to check for a return to intrinsic conduction. Ventricular pacing was continued until intrinsic conduction returned. The case was completed. No patient further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. The log files were analyzed, and timestamps/errors were observed with a possible catheter serial number (B)(6). Six image files returned from the field were reviewed. In conclusion, the reported clinical issues cannot be assessed through data analysis. The afr-00001 sphere 9 catheter was discarded and was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.